Event description:
Pt reported obtaining elevated blood glucose results (250 - 344 mg/dl), while using the suspect device. Pt indicated that he was not feeling well (confused, unable to walk), throughout the day. Pt reportedly took medications, as normal. Pt indicated that, around 6:30 pm, after receiving a blood glucose result of 344 mg/dl, a relative asked pt's neighbor to transport him to the hospital. Upon arrival at the hospital, 30 minutes later, pt's blood glucose reportedly measured 107 mg/dl (on hospital's blood glucose monitor). Pt was treated with intravenous fluids (contents not provided), and remained hospitalized for 2 weeks. Pt did not provide any additional details pertaining to diagnosis or treatment. Pt's current condition: fine. At the time of the event, pt's device was not properly coded. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.